Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation found water leakage from leak test valve. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the plastic piece on the handpiece comes off the air/water channel which was caused by insufficient cleaning. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to stress applied to control section. User can detect the suggested event by handling device in accordance with the following IFU. Operation manual_ preparation and inspection_ inspection of the endoscope inspect the control section for any irregularities such as excessive scratching, deformation, and loose parts. User can prevent the suggested event by handling device in accordance with the following IFU. Operation manual_ important information ¿ please read before use_ warnings and cautions. Warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.